Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2011 at 1830, the pump was programmed to deliver dilaudid 1mg/ml, in the pca only mode, with a 0.4mg pca dose, a 10 minute pt lockout, and an unspecified 4 hour dose limit. On (B)(6) 2011, at 0700, during nursing rounds, the programmed parameters were checked between the night shift and day shift nurses and reported to be correct. At this time, the nurse reported that the display indicated 4mg had been delivered. At 0900, during hourly nursing rounds, the nurse reported that the display indicated 4.2mg had been delivered. At 0930, the pt called the nurse to the room. The nurse entered the pt's room and found the device was alarming for "empty syringe." At this time, the alarming reported that the display indicated 4.2 mg had been delivered; however, the vial was reportedly empty. The physician was notified, and the pt's pain therapy was changed to an unspecified oral pain medication. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.